Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. The expected infusion time was 96 hours; however, after 98 hours, approximately 5% remained and the infusion was still unfinished. The device contained fluorouracil 9240mg in 0.9% sodium chloride for a total volume 192ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.